Event description:
Inserted purple PICC with stylet into the introducer. Sherlock was activated; sherlock indicator went across screen instead of dropping down when PICC is in correct place, pulled PICC and wire back together not coming out of the sheath. Advanced PICC and wire watching sherlock for appropriate placement, repeated this again. Sherlock indicator still moving across screen instead of dropping down. Attempted to remove entire PICC and stylet, the feeling was that the vein was spasm. PICC remained in place and the wire was removed. Examined the stylet, the tip was curved. The right shoulder x-ray confirmed appropriate PICC placement, but observed a shiny area along PICC. Pt to specials for foreign body removal.